Event description:
User placed the cvs health menstrual heat patch on the outside of her undergarment, against her abdomen for 3-4 hours and sustained a 2nd degree burn. User sought treatment from a dermatologist who recommended petrolatum and topical antibiotics.